Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null device history batch : null device history review : null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿survivorship and relative risk of revision in computer-navigated versus conventional total knee replacement at 8-year follow-up¿, written by gro s. Dyrhovden, et al, published in acta orthopaedica 2016; 87 (6): 592-599, was reviewed. The purpose of the study was to use the large cohort from the nationwide norwegian arthroplasty register (nar) to investigate medium-term effects of computer navigation in primary total knee replacement by comparing cas and con, with risk of revision for any reason as endpoint. The authors also wanted to determine how cas affected the rate and causes of revision in different prosthesis brands, fixation methods, and age groups, and to analyze the learning curve and the impact of hospital volume. This prospective observational study was based on data from the nar. Registration of cas started in 2005. 36,863 primary total knee replacements without patellar resurfacing were reported to the nar from january 1, 2005 through december 31, 2014. The cohort was divided into two groups according to the surgical technique: either the cas or con. There were five prosthesis and three navigation systems selected for analysis. Depuy products used: lcs (uncemented) reasons for revision were as follows: deep infection, aseptic loosening, instability, malalignment, periprosthetic fracture, decreased range of motion, pain and other. No other information was given.